Event description:
Reference manufacturer number: 3006705815-2019-02144. It was reported that the patient's scs leads had high impedance values. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein both scs leads were replaced, resolving the issue. Note: since it is unknown which lead had high impedance values, both leads are being reported on.